Event description:
It was reported that the single use 8 mm tip cover accessory had been cleaned and used again in another case. The case was completed with any issues. No further information was provided.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. The 8mm tip cover accessory is intended for single use and no allegations of deficiency have been made. Multiple attempts have been made to gain additional details, however no further information has been provided. If additional information is received, a follow-up MDR will be submitted. The instruments and accessories user manual specifically states: note: the tip cover accessory p/n (B)(4) is shipped sterile and is for single use only. Additionally the tip cover accessory pouch label is marked with a single use graphic.